Manufacturer narrative:
The reported event was lead dislodgement and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found helix to be fully extended and clogged with tissue. X-ray examination found the inner coil to be over-torqued at the connector region, consistent with procedural damage. Electrical testing found shorting due to the damaged inner-coil at the connector region.the cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with tissue.

Event description:
It was reported that during implant procedure, atrial lead dislodgement was observed. It was also noted that the lead helix failed to be extended during the lead repositioning attempt. The lead was not implanted. No patient consequence was noted after the procedure.